Manufacturer narrative:
On 7/26/2019, the mentor failure analysis lab received the device for evaluation. Additional information received on 7/26/2019 indicated the patient underwent device removal on (B)(6) 2019. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. The second product received is a concomitant device, no further analysis is required. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient underwent a breast augmentation revision with a saline mentor siltex contour profile high 350cc breast implant and experienced capsular contracture baker grade IV. As a result, the patient underwent removal and on (B)(6) 2019.